Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the implantable neurostimulator (ins) had an abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure, the patient experienced bleeding at the surgical site, opening of the incision in the area of the laminotomy, swelling at the surgical site described as the size of a golf ball, suspected infection, and pain under the back brace. The patient reported taking blood thinner prior to the event and engaging in physical activity at the gym. After returning home, the patient experienced pain, and a roommate observed bleeding under the back brace, prompting a visit to the emergency room. A j-peg drain was inserted at the surgical site, and the patient was hospitalized. The paddle remained in place, and the patient was scheduled for discharge with plans for device education and charging instructions. The issue was ongoing at the time of reporting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep mentioned the patient (pt) was implanted on (B)(6) and then was walking in the gym on saturday or sunday of the same week and saw their back was swelling and was painful at laminectomy site. Pt went into hospital for a few days and had drain put in to prevent swelling. Pt swelling had been golf ball sized. Pt then had heart attack and underwent cardioversion on (B)(6) with the therapy turned on at 0.3 ma. Rep said they had submitted a report for issue with swelling at implant site and hospital visit. Now, pt was with rep today for follow up appointment and rep tried to connect with handset and got service code 323 ("therapy off"). Rep tried to connect to ins with tablet and got "therapy off" message. Technical services (tss) had rep try reset of ins using tablet, but therapy off message reoccurred. Therapy off message was followed by system error ¿call [the manufacturer] - 0x1775eca4" with the only option being to restart. When trying to connect handset to ins on call, rep mentioned the handset froze and had some technical issues (tss did not ask more questions to focus on reason for call).

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 product type lead. H3: the ins was returned for product analysis, but analysis is not yet complete. An updated report will be submitted once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative and a healthcare provider. When asked if the cause of service code 323 was determined, the representative reported that according to tech support, it was likely caused by the cardioversion. The patient's ins was replaced on (B)(6) 2025 and the issue was resolved; the patient's replacement ins was programmed on (B)(6) 2025. No logs were available since the representative could not connect to the ins. A healthcare provider reported that the patient's ins was replaced due to malfunction.